Event description:
The user facility during 2 weeks in 2002 had experienced a problem when using ins-5010. When inserting the catheter, the guide wire sticks once it is in the patient making it difficult to remove, therefore the catheter must be removed and replaced with a new one. This has occurred approx three times to one patient. Three physicians have experienced the same incident. The patient was not injured.